Event description:
It was reported that during patient use, a ventilator displayed an unexpected high pressure alarm. There was no change in therapy and no harm to the patient. There is no report of serious injury or death associated with this complaint.

Manufacturer narrative:
(B)(4). A customer service engineer (cse) inspected the device and verified the high pressure alert in the ventilator alarm log. The cse then troubleshoot the device and was unable to duplicate the alarm. The cse ran testing and calibrations on the device. All tests passed.